Event description:
As reported, during a ventral hernia repair procedure on (B)(6) 2022, the bard/davol optifix straight fixation device was used to fixate the bard bard echo mesh. It was reported that the device misfired, some fasteners were deployed correctly and some were coming out at an angle. It was reported that four fasteners deployed incorrectly. As reported, there were proud or loose fasteners that remained fixated to the patient¿s abdominal wall. It was also reported that there was difficulty in actuating the trigger of the device and the temperature indicator was grey prior to use. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device was misfired and the fasteners were coming out at an angle. The subject device has been returned for evaluation. Evaluation of the sample finds for bent guide wire and bent cannula back up tab. There was a successful fastener deployment during the functional evaluation. The fasteners deploying at an angle and failing to penetrate the mesh / tissue as reported is a known result of a bent guide wire and back up tabs. Based on the sample evaluation performed the guidewire and backup tabs on the device are bent from forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿